Event description:
It was reported that unexpected resets occurred intermittently. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer reverted to using an alternate pump for insulin therapy until the replacement pump arrived.